Manufacturer narrative:
No button response and button error alarm due to corroded keypad traces. Missing end cap sticker noted during testing. No moisture damage noted on electronic assembly. The insulin pump had bleeding lcd glass noted during testing. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 54 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with coffee. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.